Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was being used for a 46 hour chemo infusion. In the middle of the infusion, the pump alarmed "cassette failure" and the patient had to use a new pump to finish the infusion. There was no patient injury.